Event description:
Follow-up identified the patient is no longer taking antibiotics. A physician follow-up is pending to determine the resolution of the infection.

Event description:
Follow-up identified the patient's infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to the emergency room due to an infection at the ipg site. As such, surgical intervention was undertaken to explant the ipg.

Manufacturer narrative:
The explant date has been corrected in this submission.

Event description:
Follow-up identified the patient presented to the emergency room due to lead erosion (reference MFR. Report: 1627487-2018-03258). During explant of the system, the ipg site was determined to be infected, which was further confirmed via cultures. The patient was treated with intravenous antibiotics and discharged on (B)(6) 2018. The patient is currently on oral antibiotics.